Event description:
It was reported that during a dialysis catheter placement procedure, air allegedly leaked around the hub on the arterial lumen side. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 10/2023).

Event description:
It was reported that during a dialysis catheter placement procedure, air allegedly leaked around the hub on the arterial lumen side. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 23cm pristine d/l catheter was returned for evaluation. Functional, gross visual, and tactile visual evaluations were performed. No visual pinholes or breaks were observed throughout. No evidence indicating loose fitting was noted near the tissue cuff as well. However, the investigation is inconclusive for the reported air in device issue, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 10/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.